Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Event month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a closure of a colostomy surgery, the device was fired and there was no feedback of the crunch. It was opened with a 3/4 of turn and it was detected that the stapler did not staple in its entirety, only staple in the half of the circumference. It was necessary to finish the anastomosis with a manual suture. Possible risk of infection. There were no patient consequences reported.